Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the right atrial lead exhibited noise oversensing and inappropriate automatic mode switch. The patient was continued to be monitored. The patient was stable in condition.